Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal right coronary artery. Pre-dilatation was performed with a 3.5 nc balloon catheter. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, upon removal of the stent, it was noticed that the shaft was broken. The device was completely removed, and the procedure was completed with a different device without any patient complications reported.